Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on the keypad trace. The device was received with cracked case at the corner display window, cracked battery tube threads and scratches on the lcd window. The device was unable to perform the displacement, basic occlusion, occlusion, priming and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 479 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.